Event description:
It was reported to boston scientific corporation that a circon/acmi hysteroscope adapter was used in an endometrial ablation procedure on (B)(6) 2012 on a female patient. Patient identifier, date of birth and weight are unavailable. According to the complainant, the scope adapter leaked during the ablation procedure. The procedure was successfully completed with this device. The patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.